Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl + defibrillator showed a disabled equipment message. There was no reported negative pt impact.